Event description:
Dr (B)(6) inserted 3 titanium ifuse rods in my left si joint that never fused even though they were supposed to be coated with a special substance to promote fusion. Never grew any bone around the rods or anything. Left in intractable pain and was told I had to learn to live with it. I was unable to return to my practical nursing career and have been permanently disabled as of (B)(6) 2014. I have too many tests to post here. FDA safety report ID # (B)(4).